Event description:
It was reported that the facility has encountered multiple leaks with the device at the connection site of the cassette and the extension set. No additional details. No patient injury reported.

Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.

Manufacturer narrative:
Five devices were returned for analysis. Visual inspection showed no damages, bad bonds, cuts or kinks detected in the sample returned that could cause the failure mode reported. A functional test was performed and the devices fully primed and connected without difficult, the pump was set running and no alarms were activated. No leaks were detected during the use in the unions between the different devices attached to the cassette. The reported issue was not duplicated and the root cause was undetermined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Lot number and expiration date are unknown.

Manufacturer narrative:
H10: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).